Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this patient presented with pain and MRI showed synovitis. Poly exchange was done today by surgeon. Mild synovitis and pitting of the insert was noted. Patient last known to be is stable condition. No further information available.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
D10: (B)(6) - 201-46-10 - holding pin headless 3" (4 pk). (B)(6) - 02-010-03-0215 - logic cr femoral cem, left sz 1.5. (B)(6) - 200-02-35 - three peg patella 35mm. (B)(6) - 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of the reported pain and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, h6. MDR section codes updated/corrected: b, c, g. The reason for the revision reported may be the result of the reported pain and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.